Event description:
A review of study report of retrospective data collection intended to collect safety and performance on subjects that have been previously implanted with the ¿darco headless compression screw system¿ revealed that, ¿one patient had naviculocuneiform nonunion which resulted in permanent disability¿.

Manufacturer narrative:
Please note correction to b2 and h6 (health impact code). This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of an ¿nonunion leading to permanent disability¿ could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
A review of study report of retrospective data collection intended to collect safety and performance on subjects that have been previously implanted with the ¿darco headless compression screw system¿ revealed that, ¿one patient had naviculocuneiform nonunion which resulted in permanent disability¿.

Manufacturer narrative:
The reported event that the patient had nonunion which resulted in permanent disability could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.